Event description:
It was reported that the right ventricular lead was fractured. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported backup vvi mode was confirmed in the laboratory and was due to a power on reset. The reset was caused by the device having a low battery voltage due to excessive high voltage charges. Device functionality was tested on the bench and was found to be normal.